Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 41 mg/dl. Customer's current blood glucose value was 63mg/dl and 197 mg/dl. Customer stated the sensor glucose was high then they bloused and they went low. Customer stated they received change sensor. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.